Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to hypoglycemia, with a blood glucose reading of 59 mg/dl. The customer stated that she experienced low blood glucose levels for the past day, and treated with soda prior to the hospitalization. The customer stated that her low blood glucose levels have been at the same time everyday. Troubleshooting was performed, and the insulin pump passed the displacement test. Advised the customer to review the insulin pump settings with her healthcare professional. Nothing further was reported.